Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, damage to bone and tissue, lack of mobility, metal poisoning and metallosis. A review of the invoice history confirmed the surgery dates and suggests the modular head and acetabular cup were removed and replaced with a biomet head and competitor acetabular components during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, damage to bone and tissue, lack of mobility, metal poisoning and metallosis. A review of the invoice history confirmed the surgery dates and suggests the modular head and acetabular cup were removed and replaced with a biomet head and competitor acetabular components during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and a loose acetabular cup. Revision op report notes the presence of scar tissue, osteophytes anteriorly and posteriorly around acetabular cup, and a thickened capsule. Op report further notes no metallosis or abnormal-appearing fluid was observed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02449 & 02682).